Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india private limited (omsi). Omsc was unable to review the device history record, because more than 15 years have passed since the subject device was manufactured. Based on the information provided by omsi, omsc surmised that the image was not displayed due to a communication failure due to the camera cable failure, resulting in communication error e311. The e311 error is an error that occurs when there is a communication error with the video processor. It is presumed that the cause of the failure of the camera cable was deterioration due to moisture entering from the cut part of the cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the cable. Also (B)(4) found that the ccd was broken, the cable assembly was cut, there was water leakage from the cable assembly . The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The camera cable head was peeling off. There was no report of patient injury associated with the event.